Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2016. Dtma1d1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during arrhythmia episodes on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.